Manufacturer narrative:
Neither the involved device nor samples from the same lot were returned, and photographs were not provided. Therefore, a visual/functional inspection could not be performed. The lot information was not provided. Therefore, a product history review could not be performed. Every swab undergoes a pull test to ensure the swab is securely attached, if the swab fails this test, it will be rejected. The root cause of the foam disengagement could not be determined and therefore, no corrective actions were taken. Complaints relating to swab disengagements will continue to be monitored and trended.

Event description:
Report received of a swab disengagement. Reporter stated foam on the suction swab disengaged in one piece into the patient¿s mouth. The patient was a 30-year-old male and was orally intubated. It is unknown when exactly the swab became disengaged in the patient¿s mouth. The disengaged swab was discovered when the patient expectorated it. The patient experienced copious secretions for 3-4 days before expectorating the swab. The secretions dissipated after the swab was expectorated. This led the reporter to conclude that the swab contributed to the patient¿s copious secretions, and therefore delayed his extubation. However, the circumstances at the time of the swab disengagement are not known, as the event was not reported by staff at the time of the occurrence. Per the reporter, after the patient expectorated the swab head, the secretions dissipated, the patient was successfully extubated and transferred from the ICU to a step-down unit. The lot number for the device was not available. The device has been discarded and photos are not available.